Event description:
Customer reported no delivery alarms during boluses over a few days. The blood glucose reading was not given. She stated that the alarms had been resolved by a complete set change and was not able to troubleshoot for the issue. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.